Event description:
On (B)(6) 2022 it was reported by a sales representative via phone that an ar-1204af-95 flipcutter after drilling one tunnel we had issues with the drill flipping, the blade was stuck in the open position. The surgeon used a number of tools to close the cutting blade and remove the device from the patient. This was discovered during use in a procedure on (B)(6) 2022. The case was completed by using a new flipcutter to drill the second tunnel. Additional information 1/18/2022: on (B)(6) 2022 it was reported by a sales representative via email that an ar-1204af-95 flipcutter after drilling the blade was stuck in the open position. The surgeon used a number of tools to close and remove the ar-1204af-95. The surgeon drilled femoral tunnel and after removing the flipcutter had issues opening and closing the device. The surgeon used a different flipcutter to avoid any further issues and the case was completed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.